Event description:
Additional information was received by the customer on (B)(6) 2021. The cracked lid was first noticed during reprocessing. No other devices were involved in the event. The device was not used with the cracked lid and there was no leaking associated with this event. The device and lid were inspected before use to ensure that the lid was not cracked, broken or otherwise damaged and that the packing is not separated or detached from the lid. No sensors went off. Per the customer, the last preventative maintenance was (B)(6) 2021 and there were no problems noted with it. The minimum effective concentration is checked every cycle.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and to provide the results of the manufacturer's investigation. See b5 for the additional information provided by the customer. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. It is likely the lid contacted a hard object. The IFU contains the following statements that may help detect the reported issue: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged." Parts were ordered for the facility's olympus trained biomedical engineer to repair the device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the endoscope reprocessor had a broken plastic lid and handle. No patient harm or impact was reported. Additional information for this event has been requested but has not yet been provided.